Event description:
The customer reported biased results for quality control fluids for bun and glu. Troubleshooting determined that this event is consistent with a malfunction that may cause false pt results to be reported. There was no report of harm as a result of this event.